Manufacturer narrative:
Device evaluated by MFR: a stent was returned for analysis along with a guidewire and guideline returned inside guide catheter. The stent delivery system (sds) was not returned. A visual and microscopic examination of the crimped stent found that the stent had been separated from its sds and damaged. The stent was severely damaged and stretched in the mid-section, distal and proximal ends of the stent were flared outwards. As the synergy ii us mr 4.00 x 16m stent delivery system (sds) was not returned for analysis a review of the batch manufacturing crimping data was not carried out as the unique manifold number was not returned or available. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). After predilation, a non-bsc guide extension catheter was placed. A 4.00 x 16 synergy ii drug eluting stent (des) was then advanced to treat the lesion. However, the stent hung on the non-bsc guide extension catheter and came off the balloon inside the catheter. A snare was used to retrieve the stent and the procedure was completed with a 3.5x16 synergy des. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right coronary artery (rca). After predilation, a non-bsc guide extension catheter was placed. A 4.00 x 16 synergy ii drug eluting stent (des) was then advanced to treat the lesion. However, the stent hung on the non-bsc guide extension catheter and came off the balloon inside the catheter. A snare was used to retrieve the stent and the procedure was completed with a 3.5x16 synergy des. No patient complications were reported and the patient was doing well.